Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis found the ventricular output connector was broken. Analysis also found the lower case was broken.

Event description:
It was reported the epg (external pulse generator) was returned for maintenance/ repair. No further information available. The epg was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.